Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation . The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty patient board (dr board) set. Based on the results of the investigation, the cause of the event was due to a faulty dr board. The root cause of why the dr board failed could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. On (B)(6) 2018, there was a design change implemented to the dr board. The subject device was manufactured before the design change. It is unclear if the design change would have prevented the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility that when connecting any endoscope to the evis exera iii video system center and light source during preparation for use, the information of the endoscope displays but there is only a black colored image. During troubleshoot via telephone, the biomed took the video scope cable and endoscopes that were used on this video system to another video system and had no issue. The subject video system will be returned for service/inspection.